Event description:
It was reported that the patient was experiencing wound dehiscence. Symptoms include discoloration, fluid discharge, and redness. It was also reported that the patient was experiencing implant pain. The patient was placed on antibiotics. The patient subsequently underwent spinal cord stimulation (scs) explant procedure and was doing well postoperatively. The explanted products will not be returned per hospital policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two weeks ago from date manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 7080910, 7081101.